Event description:
It was reported by the customer that a bd pyxis¿ es server were on critical override and not communicating. The customer stated that there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined issue originated from a problem with credentials, necessitating the temporary adjustment of patient inactivity days to ensure continuous monitoring and resolution of the problem. The technical support specialist instructed customer to navigate to settings -> location -> facility -> details and increase the temporary patient inactivity days to 168 hours as per guidance. Customer acknowledged about the changes and that devices were no longer in critical override. The system functioned as intended after the technical support specialist resolved the issue.